Event description:
Patient instructed in use of call light during admission. Staff emergency light went off in room. Pt found sitting in chair and stated that bed started smoking. Room smelled like smoke. Pt oxygen tubing on pt's bed. Oxygen turned off and bed unplugged. Small spark noted at wall socket when bed unplugged. Bed removed from room. Pt stated that he had tried to move the position of the bed with the buttons. Nurse call bell alarm cord with open wires noted caught in the mechanism of the bed. New clean bed put in place. Clinical engineering repaired the power plug on the bed and the nurse call alarm cord. No harm to patient or staff.====================== health professional's impression======================wires of call bell caught in bed? Questionable faulty bed plug.